Event description:
It was reported that during a da vinci-assisted surgical procedure, the site was getting a repeated recoverable 23076 fault. The caller stated that it had occurred 10 times on a previous procedure and multiple times on the current procedure. The intuitive surgical, inc. (Isi) technical support engineer (tse) was not able to view the logs during the call. The site did not have any messages on the vision side cart (vsc) touchscreen. The tse suggested to call back if needed. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi has requested the usm to be returned for failure analysis (fa) testing. The product has been received and the fa is still in progress. The complaint was not confirmed based on the field evaluation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) 2 was analyzed and usm was returned for failure analysis and the reported 32098 error was confirmed but not replicated. In logs, the 32098 error was found indicating brushless motor controller fault on the usm axes controller arm(aca) printed circuit assembly (pca), confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a psc fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, the aca pca was inspected, and no faults could be identified. The complaint was confirmed based on failure analysis. A review of the site's system logs for the reported procedure date was conducted by rpms quality engineer. Investigation revealed the following possible related system errors: 23076 - an illegal hall sensor state was detected on usm2, axis 1. Device history record (DHR) review-DHR review for the device(s) involved with the reported event has been completed. No non-conformances were identified to be related to this complaint. The probable root cause in this case is attributed to the axes controller arm(aca) printed circuit assembly (pca). System log review: a review of the site's system logs for the reported procedure date was conducted by rpms quality engineer. Investigation revealed the following possible related system errors: 23076 - an illegal hall sensor state was detected on usm2, axis 1.

Event description:
Refer to h11 for follow-up information.